Event description:
It was reported that the customer experienced detachment/cracking/leakage on three occasions when removing the cap from the needle for injection. No information was received regarding any serious injury as a result of this product issue.